Event description:
The complainant reports that during placement of an enteral feeding device, the scalpel was not sharp enough and did not cut through the patient's skin easily. The physician was unable to make the incision the proper size and had to apply excessive force to pull the tube through which resulted in peritonitis. The patient was hospitalized for two nights during treatment for the peritonitis. No additional adverse effects were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available, a supplemental medwatch report will be filed under the appriopriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.